Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate. It was indicated that the connection between the overlay and display printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate. The programmer was returned for service and software update. There was no patient involvement.